Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 44 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 after a syncopal episode. The initial evaluation of the patient revealed hemoglobin at 4.8 g/dl with a concern for acute gastrointestinal bleeding. The patient received 6 units of packed red blood cells and 2 units of platelets. Warfarin and aspirin were put on hold. On (B)(6) 2018 the patient had a melanotic bowel movement. A computed tomography angiography revealed no acute bleeding. An endoscopy on (B)(6) 2018 revealed a hiatus hernia, with no active bleeding. The patient will remain in house. No additional information was provided.